Event description:
It was reported to boston scientific corporation in 2007 that a jagwire precursor device was used during an endoscopic retrograde cholangiopancreatography procedure (ercp) (a female patient; weight is unknown). According to the complainant, an ercp procedure was performed to view the biliary and pancreatic ducts due to a suspicion of pancreatitis. The cannulation was difficult to perform. Following the cannulation, severe resistance was felt while the guidewire was being removed. Following the ercp procedure, an x-ray revealed that some tungsten remained inside the biliary. The physician expected the tungsten to be eliminated naturally. A few days later, it was confirmed that the tungsten had been eliminated from the patient's body. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.